Event description:
It was reported that the pcu had the error code 800.8000 on (B)(6) 2025 at 09:00am. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu had an error code 800.8000 was confirmed through a log review of the suspect pcu logs; however, it was not replicated during extensive laboratory testing. A review of the error log showed eleven (11) instances of 800.8000 error code (pcu15 general os failure) on 02oct2025 at 9:00 am. A review of the pcu event log showed that on 2 october 2025 at 9:00 am the error code 800.8000 occurred when the fast battery conditioning test was performed in the suspect pcu. Subsequently, the user displayed the error logs and then the pcu was powered off. A review of the battery logs showed no events related with the reported issue. The pcu event log showed that the system error occurred during the execution of the fast battery conditioning. The battery conditioning procedure would test the charging circuitry of the suspect pcu and the condition of the battery. The pcu was plugged into ac power and was powered on in maintenance mode. The fast battery conditioning test was selected and completed successfully. The results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 3926 mah. The capacity was noted between 3700 mah and 3999 mah which is within specification. The pcu was power cycled twenty (20) times to check for any errors or alarms, the reported code was not reproduced. The suspect pcu was then connected to the ac power for twenty-four (24) hours to fully charge it. The following day, the same test was made to the pcu, power cycling the suspect pcu twenty (20) times. No issues were noted. A dchu lab testing pump module was attached to the suspect pcu, a test infusion was programmed with a rate of 100 ml/hr, subsequently the returned pcu was connected to the dchu lab power cycler fixture after 30 minutes plugged into the ac, it was unplugged from the outlet for 30 minutes, and this process was repeated for 48 hours. After the completion of the 48 hours, there was no sign of the pcu shutting down, the device completed the test with no issues or errors noted. The bd alaris user manual v12.3.2 has information for the user regarding system errors; a system error message means that the bd alarisâ¿¢ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. There was patient involvement but no harm. Root cause: the root cause for the reported error code 800.8000 was not identified during investigation. The reported issue was not replicated during laboratory testing; however, it was confirmed through a review of the logs. Note that this report lists imdrf annex a040502, a1801, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had the error code 800.8000 on 2oct2025 at 09:00am. There was patient involvement but no harm.